Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: during the case, when making an entrance wound for the stapler to the intestine the upper part of the jaw of the device broke and perforated the intestine at the site that was to be anastomosed with the pouch. The problem were resolved by using a new instrument that completed the entrance wound for the stapler. The surgeon didn't have to over sew because the broken tip perforated the part of the intestine that was to be anastomosed. No sufficient bleeding occurred and the operation time wasn't prolonged more than 5-10 minutes.

Manufacturer narrative:
(B)(4).